Manufacturer narrative:
Conclusion: device investigation revealed damage to the active electrode lead, which was likely caused by a sharp instrument during implantation surgery. The in situ measurements showed hi implant channels since implantation and no other damage could be identified during investigation which would explain for the reported problems. It is therefore assumed that the device might have been inadvertently damaged during the initial surgery. This is a final report.

Event description:
The user's hearing performance with the device was reportedly poor. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was reportedly poor. The user was re-implanted.